Manufacturer narrative:
No unexpected battery out limit alarm was noted. The insulin pump passed the displacement test and the off no power test and had operating currents within specification. Moisture damage was noted to the liquid crystal display board. The insulin pump had intermittent escape and down arrow button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a stained address and serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that the buttons on the insulin pump were not responding to clear out a battery out limit alarm, after the device fell into water. Customer's blood glucose was 241 mg/dl. No significant events leading to the keypad issues were recalled. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and it is unclear as to whether the product will return for analysis.